Event description:
The report received from the field indicated that the wire sheared off inside an intravascular ultrasound (ivus) catheter; the entire system was removed from the patient. There was no patient injury reported.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information has been requested and will be submitted within 30 days upon receipt.